Event description:
It was reported the patient was implanted in (B)(6) 2012 and their stimulation had worked well in controlling their symptoms of constipation. It was stated that in (B)(6) 2013, the patient had a two level spinal fusion and since then they had a return of symptoms of constipation. It was noted for the last three weeks prior to report the patient had to take pericolace, a stool softener with a laxative, and that didn¿t work so well. It was stated (B)(6) tabs worked for the patient but were painfully uncomfortable and makes them ¿crampy.¿ it was also reported the patient had a horrible fall in (B)(6) and had a concussion. It was noted at the time of report the patient was on program 2 and increased their stimulation from 1.8 to 2.5 volts and stated they felt stimulation and would leave it there to track their symptoms.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v941222, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).